Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. During a regular dr. Appointment the doctor took blood for lab test within a couple of minutes customer took test on prime meter and got reading of 544. The nurse advised him to take 20 units of insulin based on that reading. The dr. Also gave him 5 units of fast acting insulin. The customer began to feel dizzy and light headed and fell over. When the nurse returned with the lab results they read 444. The doctor retested on his meter and got a reading of 388. The two meter tests were about 8 minutes apart. Caller feels the meter was reading too high based on his reaction to the insulin. Requesting refund.